Manufacturer narrative:
Additional information:the device was received for evaluation. A visual inspection was performed with the naked eye and a loose blue pull ring cap inside the unopened pouch was noted. The reported issue was verified. The cause of the reported condition was undetermined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the blue pull ring cap of a minicap transfer set was ¿found dislodged before opening the outer pouch¿. The nurse replaced it with a new transfer set. This was identified prior to patient use. There was no patient involvement. No additional information is available.